Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 12/06/2016. Retain and return product was tested and found to be functioning according to specification. Lot# f16147, manufacture date: 05/27/2016, expiration date: 10/28/2016; lot# f16228, manufacture date: 08/16/2016, expiration date: 01/28/2017. Investigation: the customer reported observing an unexpected result while using b-hcg cartridges from lots f16147 and f16228 to test a patient sample. The device history record for these lots was reviewed. The lots passed finished goods release criteria. Forty retained cartridges from each lot were tested using whole blood. Twenty-five returned cartridges from lot f16228 were tested in whole blood. Testing met the acceptance criteria found in q04.01.003 rev. Z, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lots are meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on (B)(6) female patient who was undergoing pre-assessment for an orthopedic ankle procedure. There was no additional patient information available at the time of this report. Sample a ran on I-stat lot f16147 result was 35.4. Sample b ran on I-stat lot f16228 result was 70.6. Sample c ran on the lab analyzer vista result was <1. Sample d ran on I-stat lot f16228 result was 55.4. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).